Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of flickering image and contact failure were not confirmed. The allegation of noise and blackout by touching the connector was confirmed. In addition, the connector part had discoloration. The head scope mount had corrosion. The main body of the head had scratches. The main body was cracked. The head part of the main body was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the hd camera head displayed noisy image and blackout when touching the connector. Also, the image was flickering and there was a contact failure. The events occurred during maintenance. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that no image/image flickering occurred temporarily due to water immersion inside from cracked part and due to temporary communication failure because watertightness failure of main body was observed. Olympus will continue to monitor field performance for this device.